Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: 3005334138-2022-00707. During atrial fibrillation ablation procedure, an air leak was noted when the two sheaths were inserted into the right atrium of the patient. Prior to inserting the catheters and a transseptal needle, the air was aspirated into syringes that connected to the extension port of the sheaths. Several aspirations were attempted with the sheaths the air was still aspirated into the syringes. The two sheaths were replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.